Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The healthcare professional (hcp) reported the patient is feeling the stimulation constantly, then noticed the sensation and goes to the handset and it is switched off. Patient does see the the ins is off on the patient programmer in which she turns back on with the patient programmer. There are no messages/codes reported by the patient. There is no emi exposure reported by patient. It is also reported that the ins does not turn off in specific environments. Patient does not usually use the patient programmer. Only when they feel the device has turned off. Patient also reported the ins does not turn off after a specific activity or usage of programmer. Patient does not received therapy when the ins is off. The ins is always sufficiently charged. Patient does not check their programmer daily. They only check it when they don't feel stimulation or feels the device is off. The ins was implanted (B)(6) 2023. No issues with device turning off until approximately 6 weeks ago.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient describes their rechargeable implantable neurostimulator (ins) system was switching itself off. The patient reports that this has been happening for approx. 6 weeks and denies any obvious cause for the device switching off or any change to their routine activities. The patient is feeling the stimulation constantly, then noticed the sensation and goes to the handset and it is switched off. The ins does not turn off only in specific environment nor was it turning off after a specific activity or usage of the programmer. Patient does not receive therapy when the ins is switched off. They mentioned the ins is always sufficiently charged.